Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The biomed is reporting the v60 blower is not running. The biomed confirmed the unit has been removed from service. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
The field service engineer (fse) reported the blower was making a loud humming sound during evaluation. The fse replaced the blower assembly. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and/or service performed, the customer's alleged malfunction was confirmed.